Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the heater line disconnected from the amia cassette which resulted in a leak. The patient cleared the alarm and renal therapy services (rts) assisted with disconnecting the supplies. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.